Manufacturer narrative:
Device evaluation: the capsule and delivery device were received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. A review of the device history record indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to detach from the delivery device. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The defective device will be returned for investigation.